Event description:
It was reported, the device displayed low battery warning message. The next day, the pt notified the manufacturer rep that the device was able to communicate and provide desirable pain relief without any low battery warning message. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.